Event description:
I have been on my period since they've been placed. Cramping, clotting, brown blood, headaches, constantly tired, weight gain so far 15 lbs, nausea, depression, and I'm sure I've got more that haven't been discovered